Manufacturer narrative:
Device evaluated by MFR :f/g,promus element,mr,ous 3.50x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to proximal stent strut rows 5 to 7; row 5 was partially lifted from stent profile. The od (outer diameter) of the remaining undamaged section of the crimped stent was measured an was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal stent struts were noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal stent struts were noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.